Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and observed catheter restriction and low vacuum in the fault logs. To fix the issue, the fse replaced the scroll compressor. Additionally, the fse discovered corrosion on the power management board. To address the issue the fse replaced the power management board. The unit passed all functional and safety tests to meet factory specification. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer during use on a patient that the cardiosave intra-aortic balloon pump (iabp) displayed an auto-fill failure. The console swapped out without an issue. No patient harm, serious injury or adverse event was reported.